Event description:
A malfunction occurred with a product distributed by dinno santé in france. There was no reported impact to the customer's blood glucose level due to the lack of specific blood glucose information. The defective device is being returned, and a replacement pump has been issued to the customer.